Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a right-sided extreme lateral transpoas approach, partial vertebrectomy interbody fusion at l4-5 using rhbmp-2/acs. The patient developed chronic radiating pain, nerve pain, and muscle spasms in her back and weakness.